Event description:
It was reported that patient had episode of nonsustained ventricular tachycardia (vt) with several r waves that were undersensed, as evidenced by no marker channel. The vt episode was eventually detected and self terminated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.